Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn motor, insufficient/low power, intermittent operation, would not start at times, the motor had interruptions and the power was weak. It was further determined that the device failed pretest for check power with the test bench, check the function with the pen drive console, check compatibility between the small battery drive device and the small battery drive device ii, triggers and electronic control unit function, switching function, oscillation angle, and the off/oscillation/on switch mode function. It was noted in the service order that the device was not working while being used with a casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.